Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. Apoc product action number: (B)(4). Lot numbers: all lots from s15007 to s15026 inclusive, and all lots from t15037a to t15076a inclusive.

Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Abbott point of care inc. (Apoc) has determined that certain lots of I-stat&#59408;t/inr cartridges may generate a higher than typical number of pt/inr star outs. The I-stat system automatically runs a comprehensive set of quality checks of analyzer and cartridge performance each time a sample is tested. This internal quality system will suppress results if the analyzer or cartridge does not meet certain internal specifications. It is typical for the system to suppress a very small percentage of results in normal operation given the stringency of these specifications. Stars appear in place of results on the handheld display if the analyzer detects that the sensor's signal is uncharacteristic abbott point of care has determined that there is a potential to delay the generation of patient results for pt/inr due to the star outs. When results are generated they are within the expected performance of the assay. Abbott point of care made the decision to communicate this information to the potentially affected marketplace. This communication was not performed to reduce risk to health. Abbott point of care has made the decision to communicate this information to the affected marketplace to ensure the performance of our product. This action is being conducted in cooperation with the u.s. Food and drug administration.